Event description:
Olympus medical systems corp. (Omsc) was informed by the non-healthcare professional that during a laparoscopic uterine fibroid removal using the subject device with usg-400, the probe was bent. Then, the functional mode was ¿seal&cut 1, seal 3, itm function on¿. The user removed from the patient and tried to straighten, but the probe was broken off. The user changed another device. However, u504 or/and u509 error occurred, and the user also canceled to use the device. The tissue pad was worn. The intended procedure was completed with the other device. There was no patient injury reported. It was reported that the fibroid tissue was fairly hard. This is the report regarding the first device.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation and investigation. The probe was broken at 14 mm from the distal end. There was a contact mark on the broken area of the probe which indicates that the probe was contacting the grasping section. Upon confirming the broken surface, it was discovered that the probe was broken at the scratched area. There was a contact mark on the grasping section which indicates that the probe was contacting the grasping section. The tissue pad was worn out. The DHR with the lot number of the subject device was confirmed. No abnormalities detected in the DHR for the following items which related to the reported phenomenon. [Inspection] ultrasonic output [inspection] appearance a likely mechanism causing reported event might be the following: the ultrasonic output was activated while the distal end of the grasping section was grasping the tissue. This caused the probe to contact with the tissue pad at the rear end of the grasping section, causing the tissue pad to wear out. Since the tissue pad was worn out, the grasping section and the probe came into contact. The ultrasonic output was activated while the grasping section was in contact with the probe, causing a contact mark on the probe. A force to grasp the tissue or a force of ultrasonic output activation was applied to the probe, leading to have cracks on the probe. Some load was applied to the probe and it bent. When an attempt was made to straighten the probe, a force was applied to the probe. This caused the probe to break. The above device handling has warned in the instruction manual.